Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that upon start-up, an error message appeared on the automated impella controller instructing the staff to switch to the reserve console. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. There was no evidence in the logs related to power-on issues or a blank screen. Most likely, the ¿aic - system self-check error¿ was misreported as power-on issues/blank screen. The root cause of the ¿system self check failure¿ was determined to be power battery manager (pbm) corrosion due to leakage of the electrolyte from the battery failure alarm super caps.